Event description:
It was reported that prior to a lap chole procedure, the device did not pass the initial instrument test after multiple attempts to troubleshoot. Another device of the same product code was opened and used. No patient consequence.

Manufacturer narrative:
Evaluation summary: the lcsc5ha device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.